Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). A customer alleged a false positive for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (assay tube lot 00928z /c9rz). The initial patient sample generated a positive sars-cov-2 result on (B)(6) but was questioned due to a lack of patient symptoms and sars-cov-2 exposure. New sample collections were taken and tested on the cobas 6800 system and the cegene starlet which both generated negative results. The patient was admitted to a covid-positive ward after the initial test but was discharged on (B)(6) 2021 with no symptoms and a negative test. There is no evidence the patient subsequently tested positive or was re-admitted to the hospital. An investigation did not identify any product problem. It is likely the original positive result was near or below the limit of detection (lod), or the result of a low level contamination. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (assay tube lot 01009z). The initial patient sample generated a positive sars-cov-2 result on 05-feb but was questioned due to a lack of patient symptoms and sars-cov-2 exposure. New sample collections were taken and tested on the cobas 6800 system and the cegene starlet which both generated negative results. The patient was admitted to a covid-positive ward after the initial test but was discharged on (B)(6) 2021 with no symptoms and a negative test. There is no evidence the patient subsequently tested positive or was re-admitted to the hospital. According to the customer, the samples were collected using nasopharyngeal swabs and trafalgar 1ml virus inactivation collection fluid. Note, this is not considered a recommended media type. Per the method sheet: samples should be collected using sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile (B)(4) physiological saline. A review of the run data for the false positive did not indicate any abnormalities or product problem. The internal process control had strong amplification and a typical CT value of 29.3. This indicates there are no interferents present for this particular sample that are affecting the performance of this run. The sars-cov-2 channel has very low amplification in addition to the late CT. Based on this information, it is possible this sample contains a low level of viral rna near the limit of detection (lod) of the assay. In addition, it is possible there was low level contamination that caused the positive sars-cov-2 result.